Event description:
It was reported that the patient presented in clinic for a routine device check, the pulse generator exhibited a diagnostic anomaly. The device remained implanted. The patient would be monitored.

Manufacturer narrative:
.